Manufacturer narrative:
Follow-up #1: date of submission 11/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/21/2016 with the following findings: there were multiple manual time changes observed in the pump's black box. A timekeeping accuracy test was performed and the pump was keeping time accurately.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. This complaint is being reported because time loss or gain during use, without user intervention, may result in the user running the incorrect basal segment leading to over or under delivery. There was no indication that the product caused or contributed to an adverse event.